Event description:
It was reported the cut wire of this sphincterotome detached in the pt during a sphincterotomy with an ercp procedure. The detached wire was not retrieved from the biliary tree. The pt did not present with any signs or symptoms of injury or illness from this event. However, as a precautionary measure, the physician did admit the pt overnight for observation. It is not known whether the wire segment passed by regular peristalsis from the gi tract. According to the healthcare professional, no complications were noted and the pt was discharged as stable. The device has not been returned by the user facility. Therefore, no failure analysis is available.